Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post valve surgery, the pulse generator exhibited a diagnostics anomaly. After firmware download, normal device function resumed. No patient symptoms were reported.